Event description:
A malfunction on the pump was reported after exposure to hot temperatures. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the problem occurs again.